Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control determined that the cause of the reported issue was the internal paddles assembly. During the device evaluation, physio-control observed other, unrelated, repairs that were necessary; however, the device is no longer supported physio. As a result, repair parts are no longer available. At the customer¿s request, the device was returned to them unrepaired.

Event description:
The customer contacted physio-control to report that their device was unable to shock a patient using a set of internal paddles. The customer reported that the patient was not harmed as a result of the reported issue. Despite requests for additional information about the patient and the event, the customer did not provide any further details.